Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Updated fields: b5. Desc evt problem d9. Device available for evaluation and return date h6. Codes h11. Added additional products additional products: d1: heartware ventricular assist system: pump d4: model#: 1103 / catalog#: 1103 / expiration date: 28-feb-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 28-feb-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged. After the exchange, log file review revealed low flows and a motor start event with atypical parameters.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (B)(6) was returned for evaluation. The ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed contamination within both power ports and the serial port, a bent pin within power port one (1), and a missing serial port cap. The most likely root cause of the observed contamination within the controller power ports and the serial port, as well as the missing serial port cap, can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. An internal inspection revealed a crack on a standoff post within the controller housing. The crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corr osion. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing also revealed contamination within the power port pins. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller. Log file analysis revealed (3) controller power up events with associated motor starts logged on 19/dec/2024 at 12:00:53 and at 12:55:07, and on 19/jan/2025 at 21:03:17. The controller was without power for 8 seconds, 5 seconds, and 9 seconds, respectively. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first two losses of power were not available. The data point recorded prior to the third loss of power revealed that bat(B)(6) was connected to power port one (1) with 92% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 24% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). Momentary disconnections were recorded leading up to the third loss of power. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving bat(B)(6), bat(B)(6), and bat(B)(6) within the analyzed period. Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving bat(B)(6), and power adapters. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 10:32:40, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Additionally, one (1) low flow alarm was logged on (B)(6) on (B)(6) 2025 at 10:17:38. Log file analysis associated with (B)(6) revealed a motor start event recorded on 20/jan/2025 at 11:29:17 in which the motor start parameters were atypical. Log file analysis also revealed one (1) controller power-up event with an associated pump start event logged on 20/jan/2025 at 11:29:04. Review of (B)(6) data log file revealed that the controller was not in use prior to the controller power-up; the first data point was logged on (B)(6) 2025 at 11:29:40, indicating that the controller power-up likely occurred during the initial programming of the controller and/or a controller exchange. Log file analysis associated with (B)(6) also revealed eleven (11) low flow alarms were logged since (B)(6) 2025. As a result, the reported losses of power events, atypical motor start parameters, power switching events, low flow events and contamination were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the loss of power to the controller involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the loss of power event involving (B)(6) can be attributed to a controller exchange. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The observed vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller likely due to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller demonstrated an unexpected loss of power. Power port one (1) appeared to be loose with intermittent connections reported which seemed to be positional and demonstrated power disconnect alarms when a charged power source was connected to port 1 and is not specific to the power source. There is concern that either debris or damage occurred to power port 1. Power port two (2) appears fine. Of note, there is concern that previously reported motor starts are due to power port 1. The patient has repeatedly denied double disconnects. The controller remains in use and future potential controller exchange is being discussed by the medical team. No patient complications have been reported as a result of this event.